Manufacturer narrative:
Evaluation summary: one device was received in an opaque color and severely damaged. The outer gasket was detached and missing. The retainer was completely detached from the valve seat. The housing was cracked. The cracked pieces were returned held together with tape. The sleeve welding was damaged. The obturator's blunt tip was cracked. Several pieces were broken off but not missing. When attempting to arm the device, the obturator would separate into two pieces.

Event description:
It was reported that the device was used during a cholecystectomy, the safety knob will not arm. Case completed with same like device. No patient consequences.